Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates after having reviewed the complaint analysis and with respect to (B)(4) - product risk management process ¿ icds, the following can be concluded regarding the perforation or damage of the acromion: the risk of a dysfunction of the listed implant is covered in current risk management (B)(4). The severity (3 ¿moderate¿) is appropriate as the patient harm ¿pain and re-operation¿ can be rated with ¿2: temporary injury or impairment of the patient¿ or ¿3: re-operation¿ furthermore the overall complaints rate of both clavicle hook plate with and without lcp feature is very low and on a similar level. Both products are similar with respect to function and safety. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient had a painful left shoulder with deformity, original injury was left acromio clavicular dislocation following fall playing football. Plate was cut out, new shape of the hook on the lcp plate was the caused of the cutting out due to the increased pressure placed under the acromion due to smaller size of the hook. The new information is results of x-ray review. This report is 1 of 1 for (B)(4).